Event description:
The graft was implanted as an eptfe bridge between the brachial artery and the cephalic vein in the antecubital fossa to reduce high flow of the fistula. The flow was reduced from 2.8 liters per minute to 1.2 liters per minute. Apprioximately 4 months later, the graft was explanted because of bleeding. Exploration of the area revealed a gelatin like substance around the graft. The graft was sweating deep within the gelatinous tissue. Native vein was implanted. The affected fraft section will be returned for examination.

Manufacturer narrative:
The investigation is currently in process; not completed at this time. Awaiting receipt of explanted device. A review of the manufacturing paperwork was conducted. The review of the manufacturing and testing records verified that the lot met all pre-release specifications.